Event description:
It was reported the monofocal intraocular lens was removed and replaced with a toric lens at the patient's request 5 weeks after original implant date. No injury to patient and not a product complaint.

Manufacturer narrative:
Lens is currently being analyzed at the manufacturing site. Device met all manufacturing specifications prior to release. Information received from the surgeon confirms this is not a product complaint but instead patient preference for a different style lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The returned iol was measured for diopter and was correct as labeled, 18.5 d. The iol met all specifications for optical properties. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.